Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of inner shaft/sheath detachment of device or device component. Imdrf device code a0510 captures the reportable event of sheath difficult to retract. Block h11: the device was not received for analysis. Product analysis could not confirm the reported events of sheath difficult to retract and stent difficult to deploy. However, the complainant includes a picture where it can be observed the inner sheath detached. Based on this evidence, the as reported code of inner shaft/sheath detachment of device or device component could be confirmed. There is not enough evidence to determine whether the sheath difficult to retract and stent difficult to deploy were due to the physician's manipulation/technique during the procedure, or related to a device malfunction. The event of inner shaft/sheath detachment of device or device component was most likely to procedural factors such as lesion characteristics, handling of the device or the technique used by the physician that could have resulted in the damage encountered in the media analysis. Therefore, taking all available information into consideration, the overall root cause of the reported events is unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the gallbladder to facilitate drainage to treat cholecystitis during an endoscopic ultrasound (eus) performed on (B)(6) 2026. The physician performed the cautery cleanly. They then proceeded to deploy the first flange and advanced the stent deployment hub to position 2. Although the hub fully reached position 2, the catheter did not retract to allow the distal flange to deploy. At that point, the physician unlocked the catheter hub and adjusted it up and down until the catheter retracted and the flange opened. From there, the procedure continued as normal, and the stent was successfully placed. It is also worth noting that when the technician removed the cautery from the axios port, a wire was protruding and was stuck inside the scope. The stent was reported to be currently implanted; therefore, the procedure was completed using the same device. There were no patient complications reported as a result of this event. Note: the complainant submitted an image in which the sheath appears detached from the device.